Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off "sometime before christmas"; however, the exact date could not be provided. Resulting in the customer being hospitalized and admitted to the intensive care unit with a blood glucose level of 800 mg/dl. Reportedly the customer had a seizure. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6)/2025 with the issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.